Event description:
It was reported that the patient was not receiving effective therapy due to lead migration. In turn, surgery took place on (B)(6) 2025 wherein the leads were repositioned to address the issue. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.